Event description:
Boston scientific received information that this patient presented to the emergency room. On the surface as with no qrs, no pacing, and no intrinsic noted for 2-3 seconds. However, on the real time strip rvs markers were noted. Oversensing was alleged. Daily measurements were reported to be normal. Sensitivity was changed to address low rv amplitudes and the reprogramming seemed to help somewhat. This patient was device dependent and it was unknown if the patient had been symptomatic or why they presented to the emergency room. Technical services discussed troubleshooting.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The field allegation could not be confirmed through device analysis.

Event description:
--

Manufacturer narrative:
Resolution has been requested from the field who later reported that the patient had presented the emergency room as the nursing home attendants noticed a low blood pressure. The patient was scheduled for a revision, but this was postponed as the patient had eaten. The device was reprogrammed to electro-cautery mode to prevent the inhibition of pacing. The physician's plan was to downgrade the system due to increased ejection fraction and no past tachy therapies. Any explanted products were expected to be returned.

Manufacturer narrative:
It was later reported that during the revision procedure when the physician took the device out of the pocket the left ventricular (lv) lead setscrew did not appear to be completely tightened. There was inquiry if this could impact the sensing on the rv lead. Technical services discussed. The lv lead checked out fine with good impedance and no noise. Ultimately, the rate/sense portion of the rv lead was capped and used the rate/sense portion of the 0157 lead. The device was also explanted and replaced.